Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had an insulin flow blocked alarm during the priming process. They had used 5 infusion sets. The customer¿s blood glucose level was unknown. Troubleshooting was performed. They were advised to clear the alarm. They manually pushed the plunger but insulin did not exit. They were advised to rewind the insulin pump and run a prime of 5.0 units. The customer stated that the device alarmed an insulin flow blocked alarm. The device will be returned for analysis.

Manufacturer narrative:
Unit passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.